Event description:
Bard eclipse ivc filter fractured during retrieval. One leg was left behind. A repeat snaring succeeded in capturing the fragment and no complications were observed. Reason for use: dvt; hemorrhage s/p surgery.